Event description:
It was reported that during a percutaneous coronary intervention, stent damage and stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery(lad). After pre-dilation using an unspecified balloon catheter, the 2.50mm x 32mm promus element plus¿ stent was advanced however, it was unable to cross the lesion. A second attempt was made to advance the stent yet the physician noticed that the stent strut was "lifted." The device was then removed. Upon withdrawal of the device, it was noted that the stent moved on the balloon. The physician then decided to remove the device together with the guide catheter. The stent was fully detached on the balloon after it has been withdrawn. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient' status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage and stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery(lad). After pre-dilation using an unspecified balloon catheter, the 2.50mm x 32mm promus element plus stent was advanced however, it was unable to cross the lesion. A second attempt was made to advance the stent yet the physician noticed that the stent strut was "lifted". The device was then removed. Upon withdrawal of the device, it was noted that the stent moved on the balloon. The physician then decided to remove the device together with the guide catheter. The stent was fully detached on the balloon after it has been withdrawn. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned for analysis and was found to be damaged and stretched throughout. No kinks were identified along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).